Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "shut off on battery power" is confirmed. The battery failed the battery load test. The pump shut off immediately after pumping was initiated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported via a field service report l700521 that the pump turned off as soon as it was unplugged from ac power while on a patient. The pump was sent to biomed. As a result, the battery was replaced and the pump is operational. There were no reported patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report l700521 that the pump turned off as soon as it was unplugged from ac power while on a patient. The pump was sent to biomed. As a result, the battery was replaced and the pump is operational. There were no reported patient complications.